Manufacturer narrative:
The device manufacture date was changed from 09/01/2014 to 09/01/2009.

Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found a possible obstruction in the needle and bsv (blood sampling valve). The fse replaced the needle and the bsv and the instrument ran without errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported aspiration errors being generated on the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The device manufacture date was changed from 09/01/2009 to 06/01/2009.